Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that display screen was scratch and was not able to read. Customer's blood glucose was 300 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The operating currents were within specification. The pump had intermittent button response on the esc and act buttons due to corroded keypad traces. The pump had minor scratches on the lcd window and a cracked case at the display window corners, a cracked lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a broken belt clip slot and a peeling keypad overlay.